Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump had no unexpected restart alarm or reset anomaly noted. The pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with motor error alarm. The customer's blood glucose level at the time of incident was 139mg/dl. The customer also reports the presence of motor position encoder error alarm. Troubleshoot was reported to be conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had no other alarm or reset anomaly noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.